Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is surmised that water entered inside the camera head due to incorrect reprocessing and inside the lens. The second phenomenon occurred due to the handling methods of the customer. As to the incorrect reprocessing of the camera head, we determined that the reported phenomenon might be prevented by performing correct reprocessing according to the contents written in the reprocessing manual ¿ch-s190-08-lb reprocessing manual.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to moisture in the charge coupled device unit lens. It was also noted that the cable was expanded and reprocessed incorrectly and the connector seal was damaged. The device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had blurry image. The issue was found during inspection for use for a procedure and it was completed with a similar device. There were no reports of patient harm associated with this event.